Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist remoted into station verified notices have cleared, in logs station is communicating with server. The customer confirmed in case comments issue resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the device is not turning on, they rebooted but still the issue is persistent. There were no adverse events or injuries reported based on this event.